Event description:
During the implant of a lead, high capture thresholds were noted on the lead during a position change. While attempting the change the position, the lead helix was unable to move. The lead was not used and a new lead was used. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued at the connector region and helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to the damaged helix and overtorque of the inner coil.

Event description:
During the implant of a lead, high capture thresholds were noted on the lead during a position change. While attempting the change the position, the lead helix was unable to move. The lead was discarded, and a new lead was used. No adverse patient consequences were reported.